Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy tplo surgical procedure on a canine, it was observed that small battery drive device would not turn on. There was a ten minute delay to the surgical procedure. A spare device was used to successfully complete the surgical procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run, the electric motor was bad and the device had no power. Therefore, the reported condition was confirmed. It was observed that there was unknown liquid and corrosion found on internal components of the device. The assignable root cause was determined to be due to improper cleaning/care and possible immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.